Manufacturer narrative:
(B)(4). Eval, results: (severe tortuosity, stenosis), (numerous failed attempts to deliver the stent across the tortuous lesion), (stent deformation, failure to deliver the stent). Eval, conclusions: (severe tortuosity, stenosis), (numerous failed attempts to deliver the stent across the tortuous lesion). Device eval: the stent was positioned on the balloon as per spec. A number of struts on the 5th and 6th distal stent segments were raised deformed and pulled distally. No further damage noted. Cine image eval: the images confirmed that lesion was located in a marginal lcx and had excessive tortuosity. The images show that the device was advanced towards the lesion following two pre-dilation attempts. There appears to be an image of an attempted stent delivery with a support wire which is most likely the resolute integrity stent. The cd images show add'l pre-dilations and the use of a mini guide catheter to assist the eventual successful deployment of another stent.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 12 mm length resolute integrity rapid exchange (rx) coronary stent to a lesion in the marginal lcx. The target lesion exhibited 98% stenosis, excessive tortuosity and some calcification. The physician was unable to advance the stent around the excessive bends of the lesion. A second attempt was made to advance the stent using a stronger extra support wire, but this attempt was also unsuccessful. The device was removed from the pt. Following this attempt the physician noted that some of the stent struts had become damaged while attempting to cross the tortuous lesion. No health hazard was caused to the pt and no clinical sequelae were reported.